Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 3.0x12mm liberte bare stent. The lesion being treated is unknown. "The physician attempted to deliver the liberte stent but was unable to cross the lesion so he pulled the stent back and went back in with a balloon." The physician went back in with the liberte stent and still was unsuccessful with crossing the lesion." After the stent was withdrawn, the physician noticed the struts were crushed or mangled. The procedure was completed with another of the same device. No patient injuries or complications was noted during the procedure. The patient's condition is listed as "ok".